Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"Hlfdbxs200c broke during the procedure and fired in the scope causing damage." "Rep called in and explained the hlfdbxs200c was being used and the customer started to see smoke coming from the scope. They realized the laser fiber broke and was firing inside the scope causing this smoke. She explained that there was no patient injury or death related to this failure. Customer is sending in the product for investigation under (B)(4)."